Manufacturer narrative:
Image analysis: three still images were received for analysis. Images depict a resolute integrity delivery system. Deformation and kinking are evident to the catheter shaft at and proximal to the exchange joint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary-drug-eluting stent, the device fractured during advancement through the guide catheter. Deformation of the device occurred at the beginning of the procedure. The device was inspected prior to use and negative prep was performed with no issues noted. The device was kinked and re-straightened during use. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The device entered the patient vasculature. The device was only able to be advanced/inserted into the guide catheter approximately 20cm from the rear and no further as the catheter of the stent delivery system kept kinking. The device did not enter the patient¿s vascular system directly. The device was removed cautiously from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Deformation, stretching and kinking were evident to the catheter shaft. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification with no deformation evident. Deformation was evident on the distal tip. There was no evidence of a device fracture. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.